Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). Tsc determined that the specific cause of the event is not known. The customer advised that samples are centrifuged at 3300 rmp for 5 minutes. Tsc advised the customer that this is not in alignment with the manufacturers recommendation for centrifugation. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant creatinine result was generated by the dimension exl 200. The result was not released from the laboratory. The sample was manually retested on the same system and yielded a result within expectations. The retest result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.